Event description:
It was reported that during a stenting treatment procedure the stent did not fully expand and post the stenting treatment procedure stent thrombosis occurred. The patient presented with a non-st elevated myocardial infarction. Access was obtained via the right femoral artery. The 90-95% re-stenosed target lesion was located in the severely calcified right coronary artery (rca). The lesion was predilated with a 1.5x12mm apex push balloon at 14atms for 20 seconds. A 2.5x12mm quantum apex balloon catheter was then advanced to the mid rca and inflated at 18atms for 30 seconds and was then inflated three times at 18atms for 20 seconds. A 3.0x20mm ion stent delivery system (sds) was advanced to the rca but was unable to cross the lesion. The lesion was predilated again with a 3.0x15mm quantum apex balloon which was inflated twice at 14atms for 20 seconds. The physician attempted to advance the 3.0x20mm ion sds to the lesion a second time but the device failed to cross the lesion. A non bsc guide wire was advanced to the lesion and then the 3.0x20mm ion sds was advanced over the wire and was able to cross the lesion. The stent was deployed in the proximal rca at 10atms for 16 seconds and 14atms for 25 seconds. A 3.0x15mm quantum balloon was advanced to the lesion for postdilation and was inflated at 18atms for 22 seconds and at 20atms for 40 seconds. The balloon catheter was removed and a 3.25x8mm quantum apex balloon was inflated in the proximal rca at 18atms for 20 seconds and then inflated three times to 20atms for 30 seconds. A 3.5x12mm quantum apex balloon was inflated in the lesion at 18atms for 30 seconds, followed by a 2.5x12mm quantum balloon inflated at 18atms for 30 seconds and then a 3.5x12mm quantum balloon inflated at 18atms for 30 seconds. It was noted that after postdilation the stent did not look fully expanded. Final angiogram showed 30% residual stenosis with timi 3 flow. No patient complications were reported and the patient's condition at the end of the procedure was stable. The patient was put on plavix for one year. Three days later, the patient presented with an acute myocardial infarction and arm and chest pain. The rca was 100% occluded where the ion stent had been implanted. Access was obtained via the femoral artery and a 1.5x15mm apex push balloon was inflated in the mid rca at 14atms for 47 seconds and then at 14atms for 32 seconds. A 2.5x15mm apex flex balloon was inflated in the proximal rca at 10atms for 30 seconds and then at 10atms for 17 seconds. An unspecified 2.0x15mm balloon was inflated in the mid rca at 14atms for 45 seconds and then inflated in the proximal rca at 14atms for 30 seconds and at 14atms for 30 seconds. A 2.5x15mm quantum apex balloon was inflated in the mid rca at 16atms for 32 seconds and then at 16atms for 30 seconds. The same balloon was inflated in the proximal rca twice at 20 atms for 35 seconds. A 3.0x12mm quantum apex balloon was inflated in the mid rca at 16atms for 22 seconds and then inflated again in the proximal rca at 20atms for 60 seconds. The artery was re-opened and the patient's arm and chest pain subsided. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).